Event description:
While walking outside, the left brake did not work an the user fell. He was hospitalized for two days for observation.

Manufacturer narrative:
The end user was walking outside and felt the device was pulling to one side when he tried to apply the brakes. He fell, hit his head and was hospitalized for two days for observation. No serious injury was diagnosed. The wife indicated the left brake had not been working well since they purchased it 8 months prior but he continued to use it. The sample was returned and evaluated. The rear left wheel had a flattened appearance, suggesting that the brake may have been rubbing on the wheel for an extended period of time. The left brake was not adjusted correctly. When the left brake was applied, it did not prevent the wheel from rotating. The right brake was adjusted correctly and functioned as intended. The left brake issue was due to a misalignment and was not due to a manufacturing defect.